Manufacturer narrative:
The infinity acs workstation cc consists of a medical cockpit infinity c500 and a ventilation unit v500. The cockpit c500 was provided for an investigation at the manufacturer¿s repair shop. In the course of device analysis, the log file could not be drawn as the cockpit could not be powered-on as reported by the customer and the basis board m14.5 had to be replaced. As no log evaluation was possible, the stop of ventilation could not be verified. In general, a c500 failure is limited to the cockpit and does not lead to an interruption of an ongoing ventilation as it is continued independently by the ventilation unit v500. In this case the device generates a visual and audible alarm, and safety relevant parameters such as fio2, minute volume or airway pressure are displayed on the supplemental oled-display of the v500 and the user can see the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the ventilator restarted while a patient was connected to the unit. There was no patient injury reported.